Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that, it is not working. The pp goes on but she can't make it stronger or weaker. She said, she put in brand new batteries sun beam alkaline aaa. Patient has the device for bladder and bowel. Patient said she had got a call that she had the device for four years and should come in and have the battery checked. The rep checked ins (B)(6) 2020 and said it was fine, and ever since then patient is having problems. Patient is having return of symptoms and they are terrible both bladder and bowel. (B)(6) 2020 nurse practitioner called rep and said she thought the pp was defective.(B)(6) 2020 rep came in and checked the patient's ins and he said ins was shut off. Patient said it must have turned off itself. Had patient synch with the pp and she was getting interstim icon on the screen. Rep told her that is an indication of low pp batteries. Walked caller through how to override the message because the patient didn't have another set of batteries to try. On call checked patient's settings and was on program 1 at 2.2 volts and stim was off. Walked caller through turning the stim back on. Patient switched to program 2 at 2.3 volts. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for cause that led to the device turning off by itself and the programmer not working the patient only wrote ¿?¿. In response to the inquiry for what steps had been taken to resolve the event and if the event had been resolved the patient replied ¿yes, by my doctor.¿ there were no further complications reported.